Event description:
It was reported that 3 bd venflon¿ pro safety shielded IV catheters leaked blood past their stoppers during use. The following information was provided by the initial reporter, translated from (B)(6): "at the time of insertion of the catheter, the stopper malfunctioned and blood flowed out of the outer hole of the white stopper. This incident occurred 3 times in a row on the same batch. The catheters of this batch were removed from the department and taken to the pharmacy for declaration (95 units). Clinical consequences and current status of the patient or person involved: no consequences, catheter changed".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 09-may-2022. H6: investigation summary: 185 representative samples of batch 1274462 were received by our quality team for evaluation. 17 samples were molded from cavity 6, 45 from cavity 50, 37 from cavity 51, and 86 from cavity 49. All samples were subjected to visual inspection. 86 of the samples failed the visual inspection, as a sink mark was observed on the end cap luer cone tip. All 86 samples were from cavity 49. A through hole was observed on 57 of the 86 samples of cavity 49 end caps. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. A project has been initiated to address this issue. CAPA 4710247 has been initiated.

Event description:
It was reported that 3 bd venflon¿ pro safety shielded IV catheters leaked blood past their stoppers during use. The following information was provided by the initial reporter, translated from french: "at the time of insertion of the catheter, the stopper malfunctioned and blood flowed out of the outer hole of the white stopper. This incident occurred 3 times in a row on the same batch. The catheters of this batch were removed from the department and taken to the pharmacy for declaration (95 units). Clinical consequences and current status of the patient or person involved: no consequences, catheter changed."